Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's relative reported via phone call that the customer had high blood glucose level of 800 mg/dl. Customer experienced blood glucose level of 104 mg/dl. Customer stated that the batter compartment was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08750 inches. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).